Event description:
It was reported that the ilet displayed a glucose value of 54, after which the patient ingested oral carbohydrates and the displayed glucose increased to 75 without confirmatory fingerstick and without symptoms. Symptoms included no clinical manifestations of hypoglycemia. Outcomes included transient low glucose managed with oral glucose and no further clinical impact. Investigation included user troubleshooting and education regarding low glucose recognition and treatment. Investigation of this case revealed no device malfunction reported and an unclear cause for the low displayed value. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.